Manufacturer narrative:
Additional information: event, concomitant medical products, date rec¿d by MFR.

Event description:
It was reported that in the chemotherapy suite the needleless connector is sticking down after flushing with a 10ml ns prefilled syringe, disconnecting the IV tubing and drawing blood using a peripheral IV, PICC, portacath, and hickman.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The customer¿s complaint of a needleless connector stick down could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the chemotherapy suite the needless connector is sticking down after flushing or disconnecting from an IV site.